Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart while attempting to change the infusion set. In the alarm history unexpected restart and external error alarms were found. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to battery tube connector not plugged in properly. Unable to perform the displacement test, unexpected restart error test, or self-test due to blank display. Insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.